Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Patient with ileus. Started as an exploratory laparoscopy procedure and converted to laparotomy. Diathermy malfunctioned during laparoscopy, and a similar device was used to complete the procedure.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed/reproduced. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Procedure completed with a few minutes delay. No reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had an e433 error. The issue was observed during an unspecified procedure. There were no reports of patient harm.